Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated troponin (accutni) results generated by the synchron lxi 725 clinical system on multiple patients' samples. Upon repeat on an alternate instrument, the samples resulted in the normal reference range. Per customer, five or six patients' samples resulted ~0.5ng/ml. The customer declined supplying any data. The erroneous results were not reported outside of the laboratory. The customer did not report any patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples were collected in lithium heparin tubes and spun at 3000 rpm for 5 minutes. Per customer, qc was out of range high. A field service engineer (fse) was on-site (B)(6) 2010. Fse found a spill in the wash wheel which was removed and cleaned. Fse inspected the instrument for a source of leak and found none. Fse checked wash valves and pump assemblies noting no vacuum issues or signs of leaks. Fse primed all devices and verified no leaks. Upon follow-up, the customer stated that they had no further issues.